Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and 39.0 cm from the proximal end. The proximal end of the introducer sheath was not angle cut, and the friction lock was missing. The introducer sheath was stretched approximately 4.5 - 5.5 cm from the proximal end of the introducer sheath. The embolization coil was intact with the pusher assembly. The returned introducer sheath was measured to be 109.5 cm in length. Specification is 115.0 + 0/-1.0 cm. Conclusions: evaluation of the pod8 revealed that the introducer sheath was stretched. This type of damage may have occurred due to forceful advancement against resistance. During the functional test, resistance was encountered while attempting to advance the pod8 pusher assembly out of its sheath due to the stretching on the proximal end of the introducer sheath, and the pod8 could not be advanced at all. Further evaluation of the returned pod revealed kinks in the pusher assembly and the friction lock was missing on the proximal end of the introducer sheath. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance and was unable to advance the first pod coil past its initial position within its introducer sheath. The introducer sheath was flushed, but the coil was still unable to advance. Therefore, the pod coil was removed. The procedure was completed using another pod coil, pod packing coils (pod pcs) and the same lantern. There was no report of an adverse effect to the patient.